Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of qr code on pump face out of box was confirmed. On 29-aug-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab passes asm functional testing. Visual inspection has confirmed qr code on pump face. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to remove the qr code on pump face. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had qr code on face put of box. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of qr code on pump face out of box was confirmed. On (B)(6) 2024, lvp was received unboxed and with paperwork. Lvp when attached to lab passes asm functional testing. Visual inspection has confirmed qr code on pump face. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to remove the qr code on pump face. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had qr code on face put of box. There was no patient involvement.